Event description:
Philips received a complaint regarding a v60 ventilator that unexpectedly restarted and shut down, though no patient or user harm was reported, and it remains unknown if the device was in use at the time of the incident. The customer subsequently accepted a bench service quote, and the device was evaluated at a service center by a bench service engineer (bse) on june 23, 2026. The bse operated the ventilator continuously for approximately eight hours to assess the reported issue, during which time the device powered on by itself once. A subsequent review of the event log revealed no associated error codes. Upon disassembling the unit to inspect the power management (pm) printed circuit board assembly (pcba) and its related connections, the bse observed no visible defects, damaged components, or loose connections. Based on these troubleshooting findings and the v60 service manual, the bse determined that the malfunction may be related to the user interface (ui) pcba, the power switch overlay, or the pm pcba. Final investigation and disposition are pending.